Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02681. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6 proposed component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 65660001121 / anat fem stem porlft w/calcoat 11x123mm / lot #: 60505399. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately sixteen years post implantation due to suspected trunnionosis. The head and liner were removed and replaced. Attempts have been made and no further information is available.